Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / increasingly severe pain') and autoimmune disorder ('worsening of existing autoimmune issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), discomfort ("discomfort"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). At the time of the report, the abdominal pain, autoimmune disorder, discomfort, dyspareunia, alopecia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, discomfort, dyspareunia and fatigue to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report